Manufacturer narrative:
The complaint that the needle was getting stuck during retraction was confirmed and the cause appeared to be manufacturing related. One 18ga insyte autoguard bc unit from lot: 5268739 was provided for investigation. The needle was received fully retracted within the safety shield. The needle was reset and the 18g insyte autoguard IV catheter was repositioned over the needle. Upon activating the safety mechanism, the needle partially retracted, but the needle notch appeared to be positioned at the blood control septum. The dimensions of the needle were within specification. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and address the manufacturing root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G. 4 k201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle not retracting and seems to get stuck on the cannula. 3/12. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? This was discovered before use on patient. No harm.